Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that they were receiving potassium inaccuracies. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no delay or adverse consequences to the pt.